Event description:
This intuitive (si) instrument - prograsp returned to me with a note stating "broken". There was no visual damage to the instrument however as I attempted to rotate the discs no the housing cassette, I noticed that 1 grey disc lacked tension control. At the conclusion of the case on the date listed above, there were 6 lives remaining on this reposable (reprocessable) instrument. The case was completed and there was no indication of patient harm.